Event description:
Reported via clinical study, it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx pro closure device (wds) was successfully implanted. The patient was discharged on dual antiplatelet therapy (dapt) aspirin and clopidogrel. During a routine 45 day follow up transesophageal echocardiography (tee) a small device related mobile thrombus was noted. The patient was started on apixaban.